Manufacturer narrative:
The reported event of over-sensing was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion exposing the outer coil, caused by friction to the device can, located near to the cut end of the distal portion of the lead. X-ray examination found no anomalies to the lead body. Electrical testing found no conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient was presented at the hospital for a schedule procedure. The patient's right atrial (ra) lead was noted to exhibit noise over-sensing. The physician elected to explant and replace the ra lead. No patient consequences were reported.